Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The blender was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was loss of oxygen therapy during patient use. There was no patient injury reported.